Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reported some of the catheters were ripped at the connection and cannot be used. No person injured!

Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded. (B)(4) qa has requested additional information, but no information was available, if additional information is obtained, the medwatch form will be updated.